Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that, on (B)(6) 2011, the pump had be replaced because the ¿tip was broken¿. Only the pump was replaced at this time. Additional information was requested but was not available at the time of this report.